Event description:
It was reported that the user experienced repeated ¿restart ilet¿ alerts during supply changes at the press-and-hold step, preceded by an ¿unable to proceed¿ message, requiring approximately three device restarts before continuation, despite the latest firmware. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and case assessment for device alarm behavior during the fill tubing process. Investigation of this case revealed a device malfunction characterized by repeated restart alerts and an inability to proceed during fill tubing, consistent with an operational or software-related device performance issue without a specific component isolated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.